Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 197 mg/dl. The customer's current blood glucose was 143 mg/dl. The customer reported no delivery alarm. The customer stated that the sites get swollen if he does not change it every 2 days. The customer reported event was resolved by complete set change. The reservoir will not be returned for analysis.